Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an "additional surgery to remove the composix e/x, which was infected, to repair the recurrent hernia, and to perform a takedown of an enterocutaneous fistula" however medical records are not available at this time. Recurrence is a known inherent risk of hernia repair surgery and recurrence and fistula formation are identified in the adverse reaction section of the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of a ventral hernia. A bard/davol composix e/x hernia patch mesh, reference number 0123790 and lot number 43kqd315 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an "additional surgery to remove the composix e/x, which was infected, to repair the recurrent hernia, and to perform a takedown of an enterocutaneous fistula." As reported by the attorney, the composix e/x mesh used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective composix e/x mesh.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of a ventral hernia. A bard/davol composix e/x hernia patch mesh, reference number (B)(4) and lot number 43kqd315 was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an "additional surgery to remove the composix e/x, which was infected, to repair the recurrent hernia, and to perform a takedown of an enterocutaneous fistula." As reported by the attorney, the composix e/x mesh used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective composix e/x mesh. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated ventral hernia thereby underwent open hernia repair with the implant of composix e/x (device #1). Per operative notes, ¿the bowel was scarred in the chronic hernia sac and was dissected. The defect on the longer axis being along the midline was measured. A composix e/x mesh (device #1) was fashioned to the abdominal wall in an underlay position and sutured.¿ (B)(6) 2016 - patient was diagnosed with exposed mesh along with infection and enterocutaneous fistula thereby underwent small bowel resection and removal of mesh. Per operative notes, ¿upon incision the mesh was exposed and entering the abdomen, a grossly purulent secretion was noted around the mesh. The mesh was identified and dissected circumferentially. Extensive adhesiolysis was performed, freed the adherent omentum and peritoneum. The infected abdominal wall around the umbilicus was excised and debrided. Loops of small bowel fistula appeared at 2 sites. The mesh was taken off the bowel. Small bowel resection was performed. The mesenteric defect was closed with anti-obstruction stitch.¿ (B)(6) 2018 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the implant of phasix mesh (device #2). Per operative notes, ¿dense adhesions were seen upon dissection from old incision. The small bowel was incarcerated within the right paramedian hernia and this was reduced. A wide adhesiolysis was performed. A piece of phasix mesh (device #2) was placed into the retro rectus space and trimmed to fit to the level of dissection and was secured with sutures.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, fistulae, infection, mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an "additional surgery to remove the composix e/x, which was infected, to repair the recurrent hernia, and to perform a takedown of an enterocutaneous fistula" however medical records are not available at this time. Recurrence is a known inherent risk of hernia repair surgery and recurrence and fistula formation are identified in the adverse reaction section of the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years post implant of composix mesh e/x, patient was diagnosed with infection, fistula, wound dehiscence, hernia recurrence, purulent discharge, mesh protrusion and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesion as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.